Event description:
Per customer medsun report: "smart site infusion set was being primed and it began to leak. A hole was discovered in the tubing, but the operator did not indicate where the leak is located in the tubing."

Manufacturer narrative:
The customer¿s report of leaking set was confirmed and replicated during testing. However the leak was noted on the vinyl tubing and not the smartsite port as reported by the customer. During visual inspection of the set it was noted that the vinyl tubing had a slice cut approximately 14 inches away from the distal male luer. The slice cut was measured to be 0.0441 inches long. Functional testing was performed by attaching the set to a bag filled with tap water and allowing fluid to flow through the set via gravity. A leak was noted from the slice cut in the vinyl tubing. No leaks were noted from any of the smartsite ports. The set was pressure tested while submerged underwater at 30 psi of air. Leaking was observed immediately at the vinyl tubing at 3psi of air. No leaks were observed from any of the smartsite ports or any other components during testing. The root cause of the reported leak was identified as being caused by damage on the vinyl tubing.